Manufacturer narrative:
Log file analysis: log file analysis showed several premature power switching events and also several critical battery alarms. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed power switching events and critical battery alarms. Analysis of the controller revealed that the device met specifications; the controller passed visual examination and functional testing. The most likely root cause can be attributed to a combination of a communication error between the controller and batteries and batteries with the potential to malfunction due to faulty internal cell pairs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01819, 3007042319-2015-01820 and 3007042319-2015-01821) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01819, 3007042319-2015-01820 and 3007042319-2015-01821) submitted for devices related to the same event. The device has not been received.

Event description:
The physician from (B)(6) reported that the patient had power switching while at home. The ventricular assist device (vad) coordinator exchanged both batteries and the controller from stock. There was no effect on the patient. This is report 1 of 3.